Event description:
A partial knee arthroplasty pt contacted the company to complain of pain in the knee and bone tracker fixation sites. The surgery took place approximately nine months ago.

Manufacturer narrative:
The surgeon who performed the procedure has recommended additional surgical intervention, but the pt does not want to rush into another surgery. Further investigation into this pt's feedback is currently ongoing. A supplemental report will be filed if results become available that meet reporting requirements. Although no adverse event or reportable malfunction related to this issue has occurred to date, mako is submitting this report in an abundance of caution in order to ensure compliance to MDR regulation.